Event description:
Unable to remove the tampon - vagina [foreign body in reproductive tract]. Unable to remove the tampon after using [complication of device removal] case narrative: consumer reported via phone that she was unable to remove the tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unable to remove the tampon - vagina [foreign body in reproductive tract]. Unable to remove the tampon after using [complication of device removal]. Case narrative: consumer reported via phone that she was unable to remove the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.